Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation. Patient had a depuy stem.

Manufacturer narrative:
It was noted that no additional information, medical records, etc., would be provided due to hospital/surgeon policy. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation. Patient had a depuy stem.